Manufacturer narrative:
Analysis found that the programmer would not power up, the power supply was electrically out of specification. It was also found that the lower hinge plate was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would shut off and reboot for no reason. The programmer has been returned for service. No patient complications have been reported as a result of this event.